Event description:
The customer reported that the device did not shock the first time but then did deliver shock to patient. The patient died. There were up to 3 shocks delivered to the patient before the patient was declared deceased. The patient death is addressed in pr (B)(4) (manufacturer report # (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not shock the first time but then did deliver shock to patient. The patient died. There were up to 3 shocks delivered to the patient before the patient was declared deceased. The patient death is addressed in (B)(6).